Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with mesh procedure performed on (B)(6), 2013. According to the complainant, resistance in the anatomy caused the lead suture to break. The procedure was completed with another of the same device.. There were no patient complications reported as a result of this event. The patient's condition had no issues at the conclusion of the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4).

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that one leg assembly is missing. The leg assembly that is still attached to the device is intact. The mesh appears torn where the leader loop attaches to the mesh body. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with mesh procedure performed on (B)(6) 2013. According to the complainant, resistance in the anatomy caused the lead suture to break. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition had no issues at the conclusion of the procedure.